Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 22-oct-2025, UDI#: (B)(4); product ID: 97 7a275, serial/lot #: (B)(4), ubd: 22-oct-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) was contacted by the office on (B)(6) that this patient needed to be reprogrammed. Rep met with the patient on (B)(6) because patient was getting no relief and could not feel the system running at all no matter how high she turned up her stimulation. Upon conversation with the, patient she proceeds to tell the rep that towards the end of (B)(6) 2022, she was bucked off of her horse and had to spend 2 weeks in ICU. She said hadn¿t messed with her stimulator until the middle of (B)(6)and when she couldn¿t feel any tingling or any relief she just didn¿t think about calling at that moment because she had a head injury from being bucked off of the horse and just wasn¿t remembering to do things. The connections and impedances were all green upon interrogation with the tablet. X-rays were taken later that day and both leads had significant migration. The patient was sent home with the stimulator off and was to be scheduled at a later time for a lead revision. The lead revision was today ((B)(6) 2022). During the lead revision, the surgeon was attempting to replace the leads but stated that there was too much trauma to replace the leads and was not comfortable trying to replace the lead and the surgeon at that point made the decision to explant the entire system. The issue was resolved.